Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head came up against my mouth while I was brushing - oral-b refills [device breakage] no injury [no adverse event]. Case narrative: the consumer stated on the phone that the attachment (oral-b refills) had been loud from the beginning and later came into their mouth while they were brushing. No injury was reported.